Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had recorded stored ventricular arrhythmia episodes. Technical services (ts) analyzed device episode data and found that 11 bursts of anti-tachycardia pacing (atp) and 15 shocks had been delivered due to a possible sensing anomaly on the right ventricular (rv) lead channel. The therapy delivered was deemed to be inappropriate. The health care professional (hcp) stated that the electrophysiologist will be consulted. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.